Event description:
It was reported that the ilet pump¿s display screen cracked while the user carried the device in a pocket, after which the touchscreen became nonresponsive and the device could not be operated even while on a charger; a replacement ilet was provided and the user planned to continue with the original device until insulin was depleted before reverting to backup therapy. Symptoms included an elevated blood glucose of 212 mg/dl without associated clinical complaints, following food intake after exercise. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of user-reported details, logistical coordination for return and review of the damaged device, and notification that data would not transfer to the replacement. Investigation of this case revealed a cracked display and loss of touchscreen function consistent with physical damage to the display/touchscreen assembly, with device performance impacted but insulin delivery not reported as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling, which is consistent with user-reported circumstances.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.